Event description:
The customer reported that the vertical up down is intermittently not working. No pt injury was reported.

Manufacturer narrative:
The svc rep ordered parts. No pt injury was reported.